Manufacturer narrative:
Additional information received: it was confirmed that (B)(6) was implanted most proximal and (B)(6) distal. Film analysis summary: the reported type ib endoleak could not be confirmed on the films provided; however, loss of distal seal was observed. The type iiib endoleak and stent fracture could not be confirmed, therefore, the cause of the event could not be determined. It was not possible to fully evaluate for stent fractures due to stent overlaps, but there was no obvious stent fracture observed in the non-overlapping stents. No obvious anatomical anomalies that may could have led to the reported type iii fabric endoleak (e.g. Calcification) was observed. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy and earlier post implant cts were not available for comparison of the stent graft in vivo configuration over time. It is possible that disease progression with aneurysm morphology over the 7 years since the implantation may have contributed to the loss of distal seal, but this could not be confirmed. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a  taa .  It was reported on an unknown follow-up visit , it was noted the patients aneurysm had enlarged from 45mm to 80mm . The size of the taa caused pressure on the patients esophagus.  A CT performed and a reviewed by a radiologist determined there was a type iii and ib endoleak present.  Intervention was performed, the patient was brought to or. A type ib endoleak was noted therefore a non mdt stent graft was implanted as a distal extension.  The physician noted a possible fracture in vamf3838c200tu causing type iii endoleak. This stent graft was also relined with a non mdt stent graft.  Per the physician,  the cause of the type iii endoleak was noted to be the fracture and the cause of the ib endoleak was noted as taa enlargement.  No additional clinical sequale were provided and the patient is fine.

Manufacturer narrative:
B5;additional information received: it was confirmed the type ib endoleak was present in the vamf3232c150tu stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.